Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had a tka on (B)(6). He dislocated his patella (not replaced) on (B)(6). Therefore, the surgeon will perform additionally to replace it on (B)(6)."